Manufacturer narrative:
The reported failure of display issue is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A trilogy 100 ventilator was returned to a service center for evaluation. The device was not reported to be in clinical use. During the evaluation of the device the technician confirmed the lcd screen was damaged and not legible and the flow sensor was damaged, therefore they were replaced to address the issue. There was no significant event(s) in the error log(s). Additionally, during the evaluation the exhaust fan was replaced as a precaution due to pinched/damaged wires. Additional components were replaced due to cosmetic, and physical damage. The device passed all testing.